Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that there was a 911 call for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose value at the time of 911 call was 662 mg/dl. It was reported that the customer was not feeling well and had ketones. Customer was not wearing the pump at the time of 911 call. Nothing further reported.